Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the instrument displayed no abnormalities. The loading unit was received fully applied and engaged in interlock with no knife blade damage. The cartridge cover was disengaged. Functional testing was performed which included resetting and reattaching the cartridge cover. The single-use loading unit (sulu) was then loaded into the returned instrument. The instrument and sulu were applied to the appropriate test media with acceptable. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if an excessive force is applied to the cartridge. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the stapler did not close as required.